Event description:
The procedure was a stent assisted balloon angioplasty of the right vertebral artery (va). It was reported that angiography revealed extravasation of the anterior spinal artery post multiple balloon dilations and attempts to cross the lesion with the stent delivery system. The physician administered protamine sulfate (unknown dose) and attempted to achieve hemostasis with a scepter balloon without success. After removal of the scepter balloon and prior to the va occlusion, an extravasation from the va had also been identified. The physician occluded the va extravasation by implanting 12 coils. It is the physician¿s opinion that the extravasation from the va was probably caused by the inflation of the scepter balloon during the attempt to achieve hemostasis. The physician believed that the anterior spinal artery extravasation was possibly caused by the collapsing of perforating branches upon coming in contact with the tip of the stent delivery system. However, the physician indicated that after the procedure, it was verified that the extravasations had already been confirmed immediately after the guiding sheath had been positioned. Therefore, it was considered that the extravasation was possibly caused by the progressive dissection, and the subject complaint device might not be related to the anterior spinal artery extravasation. However, the physician cannot completely rule out the relationship of the subject device to the extravasation. No additional information is available.

Event description:
The procedure was a stent assisted balloon angioplasty of the right vertebral artery (va). It was reported that angiography revealed extravasation of the anterior spinal artery post multiple balloon dilations and attempts to cross the lesion with the stent delivery system. The physician administered protamine sulfate (unknown dose) and attempted to achieve hemostasis with a scepter balloon without success. After removal of the scepter balloon and prior to the va occlusion, an extravasation from the va had also been identified. The physician occluded the va extravasation by implanting 12 coils. It is the physician¿s opinion that the extravasation from the va was probably caused by the inflation of the scepter balloon during the attempt to achieve hemostasis. The physician believed that the anterior spinal artery extravasation was possibly caused by the collapsing of perforating branches upon coming in contact with the tip of the stent delivery system. However, the physician indicated that after the procedure, it was verified that the extravasations had already been confirmed immediately after the guiding sheath had been positioned. Therefore, it was considered that the extravasation was possibly caused by the progressive dissection, and the subject complaint device might not be related to the anterior spinal artery extravasation. However, the physician cannot completely rule out the relationship of the subject device to the extravasation. No additional information is available.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned to this event.

Manufacturer narrative:
The subject device will not be returned as it was disposed.